Event description:
It was reported that the patient underwent extrapharyngeal anterolateral procedure at c5-c6 with implant of anterior cervical plate and screws. At routine follow up visit approximately 84 months post-op, it was discovered that the patient had pseudoarthrosis from a failed spinal fusion. The patient was asymptomatic and additional treatment was not required. The devices remain in the patient.

Manufacturer narrative:
(B)(4). The device or applicable imaging studies were not returned to the manufacturer for evaluation. We are unable to determine cause of the event.